Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a top blank display. Although requested, it was not reported if the patient was connected to the ventilator at the time of the event nor intervention taken on behalf of the patient and patient outcome.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.